Manufacturer narrative:
The IFU for 3m unitek clarity advanced ceramic brackets does contain a warning that states "instruct patients not to chew or bite on hard substances such as hard candy, ice, carrots, etc. Careful and thorough patient instruction is a key to avoiding appliance or enamel damage." Since this event involved two medical devices, two manufacturer reports are being submitted. This report (2020467-2017-00007) represents the first medical device, and 2020467-2017-00008 represents the second device.

Event description:
On (B)(6), 2017, 3m was notified that a (B)(6) old male patient had a 3m unitek apc flash-free clarity advanced upper left bicuspid bracket (ul5) debond from tooth #13 while eating an apple. The debonded bracket contained tooth enamel. The orthodontist removed the bracket that was still attached to the archwire and sent the patient to his dentist for restoration of the enamel. Upon 3m follow-up with the orthodontist, enamel damage down to dentin was reported. The bracket was initially placed on (B)(6) 2016. Other products used when the bracket was placed included a non-3m etchant and 3m unitek transbond plus self-etching primer.